Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable fmea/eura risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima ii had foreign matter. The nurse was preparing to give an indwelling needle to a patient, and when checking the needle, she found a piece of lint at the needle inside the package